Event description:
Patient reported "pretty warped, painful, capsular contracture - baker grade unknown, intra-capsular rupture and bilateral exhange of textured devices" via MRI performed on (B)(6) 2025. This record is for the right side. The device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and rupture.